Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm 20 occurred during basal insulin delivery and that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 142 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm was verified in the pump logs; however, no failure was identified.